Event description:
It was reported that a patient presented with dislodgement noted on the left ventricular lead. This resulted in loss of capture and was confirmed via x-ray. The right ventricular and atrial lead were noted to have reduced slack. During the revision, the device was noted to have a stripped set screw and was later noted to be too loose. The system was explanted. No adverse patient consequences were reported.